Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was received in used conditions, without its original packaging inside a plastic bag and decontaminated. The returned sample was visually inspected at 12 inches to 16 inches and normal conditions of illumination. Only one unknown adapter, not from this manufacturer, was found with the sample which is not part of this complaint investigation. It was not possible to confirm the complaint since the returned sample is not the reported lot number and is unknown. No root cause could be determined since the complaint was not confirmed, however current process mitigation for the failure mode reported were referred. No corrective actions are required since the complaint for the physical sample provided was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the tip of the vacutainer broke at the luer. No patient injury was reported.